Manufacturer narrative:
Approximate age of device ¿ 33 days. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the hospital for elective transplant on (B)(6) 2015. Incidentally, it was noted the patient had dark stool. A colonoscopy was performed on (B)(6) 2015 which suggested the small bowel as the source of bleeding. The patient received 4 units of blood and the bleeding resolved on (B)(6) 2015.